Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was redness and pus at the patient's ipg site and patient had a fever. The patient was put on antibiotics and hospitalized. Surgery occurred to explant the system. Culture for infection returned negative.